Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that the lift won't go up as far as it is suppose to and then it is lowering with weight.